Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had hypoglycemia and the insulin pump was over delivering the insulin. Customer alleged insulin pump for over delivery because auto mode feature did not suspend the insulin pump. Blood glucose level was 40 mg/dl and they did not treated it. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Based on customer report proceeding in troubleshooting per alleged delivery of insulin without user input. Customer mentioned that the auto mode was automatically delivering insulin at the time of reported event. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08750 inches. (B)(4).